Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2; -14.00/+3.0/100 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2024. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem.